Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia of value 42 mg/dl. The customer blood glucose level was 46 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. Customer was using the auto mode feature. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because her doctor and trainer could not figure out what was going on. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).